Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h6, h11. A review of the service history record showed that the device was confirmed to have passed all inspection points and was approved for release on (B)(6) 2024.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue inside the air/water channel and cylinder. There was no patient involvement.